Manufacturer narrative:
Other text: additional information h6. D5 and e4 are unknown. No information has been provided to date. No product sample has been provided and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. The reported problem could not be verified and/or confirmed with confidence; therefore, no further action will be conducted at this time. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4), corrected data: correction information b5.

Event description:
It was reported that the pump alarmed for occlusion.

Manufacturer narrative:
Corrected data: the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issue

Event description:
It was reported that a smiths medical pump alarmed for occlusion. Event occurred approximately 12 or more hours after changing the medication syringe but not the site. The infusion set tubing and site were replaced after the pump alarm and infusion was replaced. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: additional information h6. D5 and e4 are unknown. No information has been provided to date. No product sample has been provided and the investigation could not confirm whether a quality related issue has resulted in the customer reported problem. The reported problem could not be verified and/or confirmed with confidence; therefore, no further action will be conducted at this time. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the pump alarmed for occlusion.